Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the power module device was damaged upon receipt from the hospital. During service and evaluation, it was observed that the device had liquid, malfunction, damaged and electronic control unit was found faulty. It was further determined that the device failed the following assessments at pretest: information button & self-test,charging and checking of power module in charger, function- test, and check indicator - liquid damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.